Event description:
Information received via journal article; this event documents case #4. On (B)(6) 2012, the patient was implanted with a left ventricular assist device (lvad) and a mitral valve repair was performed. The patient developed a mediastinal hematoma in the immediate postoperative period requiring re-exploration. Anticoagulation was initiated on postoperative delay (pod) #1 with dipyridamole and aspirin. On pod #2 heparin was added, and on pod #3 he was started on warfarin. On post-operative day #7, the controller alarmed for high power and flow. The patient's lactate dehydrogenase (ldh) increased to 1,566u/l from a baseline of 700u/l. A diagnosis of hemolysis was determined, possibly because of a suspected clot. An echocardiogram (echo) showed adequate unloading of the left ventricle with optimal revolutions per minute on the device. The patient was being abridged to warfarin and had a therapeutic partial thromboplastin time (ptt) of 600-80 seconds while on heparin therapy; however, given the persistent hemolysis he was switched to argatroban. The ldh values trended down and the alarms resolved. After 9 days of argatroban therapy, the patient developed worsening dyspnea. Repeat echo revealed moderate pericardial effusion and all anticoagulants were held. A pericardial window was performed, with extension to a sternotomy to evacuate clots that were compressing the left atrium. Heparin, clopidogrel and aspirin were restarted twenty-four hours post procedure. The ldh values continued to remain at baseline without any further evidence of hemolysis. The patient was discharged on postoperative day 28 on warfarin and aspirin. At 13 months post implant, the patient was stable.

Manufacturer narrative:
The patient remains ongoing with the implanted device. The article citation is as follows: badiye, a., hernandez, a., and chaparro, s. (2014). Argatroban as novel therapy for suspected thrombosis in patient with continuous-flow left ventricle assist device and hemolysis, american society for artificial internal organs. 60(1), 361-365. The events documented in the other cases in the article had previously been reported to the manufacturer and were submitted as follows: case 1 - MFR report # 0002916596-2013-00283, case 2 - MFR report # 0002916596-2013-00329, case 3 - MFR report # 0002916596-2012-01158. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. See scanned pages.